Manufacturer narrative:
The subject device has been returned to omsc. It was checked the subject device for evaluation and found followings; it was confirmed that there was a black rust-like stain around the side surface of the forceps elevator. When the subject device was connected and operated according to the instruction manual, the following abnormalities were confirmed. It was confirmed an abnormality in the ultrasonic image. (The sound line missing) the ultrasonic probe was wobbly for the exterior of the subject device. The subject device is still currently undergoing investigation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found black rust-like stains were found around the side surface of the forceps elevator of the subject device during the preparation for use. The subject device had been checked that the subject device has been cleaned cleanly after its cleaning on the day before this malfunction was found. That black rust-like stains could be removed by wiping. [Other information from the user] the user facility performs the cleaning with the recommended method. There is no problem after cleaning and disinfection, but it could find dirt adheres after half a day. The subject device had been reprocessed a non-olympus automated endoscope reprocessor, endoclens, neo-d. There was no patient injury associated with this report, because the subject device has not been used for the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) and investigated as follows: [investigation results]: appearance confirmation result: there was dirt on the side of the forceps elevator of the subject device. The ultrasound transducer of the subject device was scratched and chipped. There were scratches inside the instrument channel of the subject device. Image confirmation result: the ultrasonic image had missing part. Operation check result: there was sound line missing part. Watertight confirmation: there was no abnormality. Analysis results: since the amount of adhesion was small and there was no presentation of the medium to be compared, it could not be conducted the component analysis. [Conclusion]: the root cause of the reported phenomenon could not be identified. [Consideration: probable cause]: it was presumed that since the correct reprocess was not performed, black rust-like stains may have adhered to the side surface of the forceps elevator. However information on the reprocess method for the side of the forceps elevator at the user facility was not available and it was not possible to determine the occurrence cause of this phenomenon. [Facts obtained from the investigation]: it was confirmed that the side of the forceps elevator was dirty. Since the amount of dirt was small and there was no presentation of the medium to be compared, it could not be conducted the component analysis. There was no information on how to reprocess the side of the forceps elevator in the user facility. It was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. If additional information becomes available, this report will be supplemented.